Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. The device history review revealed no issues that could have caused or contributed to the reported issue. The system error 320 was verified. The reported symptom system error 320 was verified through the event history log and reproduced during evaluation. A visual inspection was performed and no abnormalities were found. Evaluation determined the cause was a failed lower hook switch. The lower auxiliary assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 320 (latch switch error) alarm. There was no known report of patient injury or medical intervention associated with this event no additional information is available.